Event description:
It was reported that this implantable cardioverter defibrillator, which had previously exhibited intermittent and high, out-of-range impedance measurements on the right ventricular channel, again registered high, out-of-range right ventricular (rv) lead impedance measurements. Noise was also present on the rv channel but was not oversensed. However, noise on the right atrial (ra) channel was oversensed, leading to inappropriate episodes of atrial tachycardia response. Right atrial (ra) lead impedances were also high and out of range. Technical services (ts) reviewed device data and found that the rv impedance had been very variable for the past six months. Ts discussed the noise was likely due to the respiratory rate trend (rrt) signal and recommended programming this feature off, as they had mentioned in response to the earlier rv impedance issues. Ts also discussed that the device was not pacing in either chamber so there was no risk of inhibition. Ts mentioned that these clinical observations were likely due to a spring contact issue and discussed options to mitigate the issue. Rrt was programmed off. Both ra and rv leads are from another manufacturer. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).